Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not properly delivering insulin during bolus delivery. Reportedly, blood glucose (bg) level increased to 300 mg/dl after a meal bolus was delivered. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.